Manufacturer narrative:
The reported event of device had incorrect pca syringe volume read was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 03dec2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8120 alaris pca module incorrect pca syringe volume read could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned

Event description:
It was reported that a clinician noted the pca syringe near empty, with a second clinician present. During clearing of pump history, the clinician noted the amount administered per pump did not match what amount would have been for the empty syringe. The syringe in question was administered at 2034 on (B)(6) 2021 and was 50mg/50ml bd syringe dilaudid infusion. At the time of syringe change at 0645 on (B)(6) 2021, the syringe was empty, which would mean 50mg administered. Despite syringe being empty, the pump history read only 35.71mg was administered. The clinician called pharmacy and verified tubing was not changed and no priming had occurred. The patient was receiving high doses of medication and concentration of dilaudid 1mg/1ml was used. It was further noted that patient and family had silenced or restarted pumps and were educated not to manage device. There were no adverse effects caused to the patient. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that a clinician noted the pca syringe near empty, with a second clinician present. During clearing of pump history, the clinician noted the amount administered per pump did not match what amount would have been for the empty syringe. The syringe in question was administered at 2034 on (B)(6) 2021 and was 50mg/50ml bd syringe dilaudid infusion. At the time of syringe change at 0645 on (B)(6) 2021, the syringe was empty, which would mean 50mg administered. Despite syringe being empty, the pump history read only 35.71mg was administered. The clinician called pharmacy and verified tubing was not changed and no priming had occurred. The patient was receiving high doses of medication and concentration of dilaudid 1mg/1ml was used. It was further noted that patient and family had silenced or restarted pumps and were educated not to manage device. There were no adverse effects caused to the patient. Although requested, further information was not provided.